Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that cracks were found on the expiratory limb of a rt380 adult dual heated evaqua2 breathing circuit during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Results: visual inspection of the returned rt380 adult dual-heated evaqua2 breathing circuit revealed that the evaqua2 tube was degraded. Conclusion: based on our investigation, the reported event was likely due to the evaqua2 limb being exposed to an incompatible chemical that degraded the tube material and resulted in the formation of cracks. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that cracks were found on the expiratory limb of a rt380 adult dual heated evaqua2 breathing circuit during patient use. There was no patient consequence.